Manufacturer narrative:
Preliminary analysis did not reveal any issue with the subject device.

Event description:
Desynchronization of the ventricular egm versus ventricular markers was observed. When opening some episodes stored in the device memory the following message is displayed: error in reading episode.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Desynchronization of the ventricular egm versus ventricular markers was observed. When opening some episodes stored in the device memory the following message is displayed: error in reading episode.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Desynchronization of the ventricular egm versus ventricular markers was observed. When opening some episodes stored in the device memory the following message is displayed: error in reading episode.